Event description:
Customer reported that pump battery life was depleting faster than expected. There was no additional information provided, and it was unclear if there was any adverse impact to the customer's blood glucose level. Customer declined a follow-up from technical support and further information could not be obtained, as pump logs were unavailable due to a lack of uploads.